Manufacturer narrative:
It was reported that the cable of the flow/bubble sensor has a pushed in pin on the male connector. The cable was not tested to verify and failures regarding the functionality. The failure was found during preventive maintenance. A getinge field service technician (fst) was sent for investigation and repair. The flow/bubble sensor was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and no functional failures could be confirmed on the date of event. A similar case was reviewed by getinge life-cycle-engineering with the result that the most probable root causes are: - pin grid was damaged. - the connector was pushed with a lot of force into the port thus, the most probable root cause could be determined as rough handling. According to the instruction for use (IFU) of the cardiohelp, chapter 5.3 "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use, if there is a visible damage. The review of the non-conformities has been performed on 2023-08-01 for the period of 2017-07-01 to 2023-07-28. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-07-01. Based on the results the reported failure "flow/bubble sensor cable has a pushed in pin" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the flow/bubble sensor has a pushed in pin on the male connector. The cable was not tested to verify and failures regarding the functionality. No harm to any person has been reported. (B)(4).